Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced nausea and was unable to take a fingerstick at that time. Of note, the patient was using tandem t: slim x2 insulin pump during the event. The patient continued to feel unwell with nausea and eventually also experienced vomiting. The patient mother called for an ambulance and when a fingerstick was taken by the paramedics, the cgm reading was between 4.0 and 5.0 mmol/l, and the blood glucose reading was 24.6 mmol/l. The patient was brought to the hospital and would have experienced diabetic ketoacidosis. The patient was treated with insulin intravenously and via injection, saline, and potassium for ketones. The patient was discharged after 3 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.